Event description:
During the beginning phase of a CT guided renal cryotherapy, the sl cryotherapy unit failed while testing the first probe. The patient was on the table and under sedation at the time. Troubleshooting was unsuccessful and the case cancelled.

Manufacturer narrative:
Device was evaluated by simulated use testing and found open circuit due to loose wire. Device repaired and returned.